Event description:
Reportable based on analysis completed on 10/16/2009. It was reported that during a coronary drug-eluting stenting treatment procedure, crossing difficulty occurred. The 80% stenosed lesion being treated was located in the moderately tortuous, severely calcified right coronary artery (rca). During the procedure, the physician attempted to advance a 3.00x16mm taxus liberte stent, but was unable to cross the target lesion. The entire system was removed and the procedure was completed with another of the same device. No pt complications were reported. Pt condition is reported as "fine". However, product analysis revealed proximal stent damage.

Manufacturer narrative:
The sds device with the stent was visually, tactilely, and microscopically examined along the entire length. The balloon was tightly folded and the stent was located between the markerbands. There was blood visible in the distal shaft. Microscopic examination of the stent implant identified damage on the proximal end of the stent; four rows of struts on the proximal end of the stent were folded back distally. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The mfg records were reviewed and no issues or discrepancies were found and met all specs. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).